Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek pro ii meter serial number (B)(4). The patient's coumadin dosage has been constant, but recent inr results have not been constant. A sample from the patient was tested using the meter, resulting with a value of 1.7 inr. Within 30 minutes, a sample from the patient was tested in the laboratory using the thromborel s method, resulting with a value of 3.2 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient had no recent changes in diet or lifestyle. The patient does not have an autoimmune disease. The reporter's product was requested for investigation. Relevant retention test strips (lot 373 277) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The reporter's remaining test strips were not provided for investigation, so no further investigation was possible.